Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 276 events were originally reported for this failure mode during the reporting quarter. - 6 events were inadvertently excluded. - 282 reported events are included in this follow-up record. Product return status 22 devices were received. 255 devices were evaluated in the field. 5 device investigation types have not yet been determined. Event confirmation status 277 reported events were confirmed. Evaluation results 277 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 282 malfunction events in which the device had paint chips missing. - 282 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 282 previously reported events are included in this follow-up record. Product return status 15 devices were received. 267 devices were evaluated in the field.

Event description:
This report summarizes 282 malfunction events in which the device had paint chips missing. - 282 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 276 events were reported for this quarter. Product return status: 16 devices were received. 255 devices were evaluated in the field. 5 device investigation types have not yet been determined. Event confirmation status: 271 reported events were confirmed. Evaluation results: 271 devices were found to be affected by missing paint chips. 276 devices were not labeled for single-use. 276 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 276 </noe> malfunction events in which the device had paint chips missing. 276 events had no patient involvement; no patient impact.